Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (serial number: (B)(6)) having a damaged and non-functional patient cable was confirmed during evaluation of the returned product. The unit was functionally tested, and it was found that movement of the patient cable caused interruptions in power to the test system controller. The patient cable was replaced, and the repaired unit was then found to perform as intended. Preventative maintenance was performed, and the mobile power unit was returned to the rental pool. The exchanged patient cable was then forwarded to product performance engineering for further analysis. Visual inspection revealed that there were a multitude of puncture damages throughout the length of the patient cable. After removing the layers of the cable one at a time, it was found that these puncture damages had penetrated through the insulation layer of multiple inner wires. The inner conductors of these wires were therefore exposed in various locations on the cable and were able to electrically short to the cable¿s shield. The affected wires were related to ground, communication, alarm echo, and power signals. The root cause of the mobile power unit being unable to properly supply power was determined to be related to the damaged inner wires shorting to the cable shield. The cause of the patient cable damages cannot be conclusively determined. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) describes all alarms related to the heartmate 3 system controller. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the mobile power unit and the patient cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA number provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that mobile power unit (mpu) patient cable arrived visibly damaged, non-functional.

Manufacturer narrative:
Section d1: corrected. Section d4, model number: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.